Manufacturer narrative:
It was reported "blue adapter piece broke" in the sample port of the foley catheter causing the sample port to fail. Due to this, the foley had to be replaced. No injury occurred. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Adapter broke in sample port.